Event description:
It was reported that this left ventricular {lv) was explanted and replaced due to unknown reasons, 6 days after implant. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).